Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo_12.1; -10.5/2.0/068 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The lens had tore during injection/delivery into the eye. On (B)(6) 2023 the lens was explanted and later on this same date replaced with a same length lens and the problem was resolved. There was no patient injury. The problem was resolved. The cause of the event was reported as unknown.